Event description:
The customer repoted that while monitoring a patient the screen froze, the unit shut off and would not power back up. The battery was changed, but this did not resolve problem. There was no report of patient impact.